Manufacturer narrative:
Additional information: it was reported that capsule break was noted and cause the patient's chamber to become unstable (chamber to collapse). Also, incision was enlarged and vitrectomy was performed. Furthermore, it was reported that suture was placed to stabilize chamber and issue was not caused by iol. Patient is under care of retina specialist at this time, for retina issues. No further information has been provided. Adverse event or product problem: adverse event selected only. Additional information indicated no product problem. (B)(4). Device evaluation: a review of the manufacturing records showed no deviations or nonconformities. The documentation showed that process operations presented in the manufacturing record were within manufacturing specifications. A review of the manufacturing process and/or materials show there were no changes in manufacturing associated with this production order. Product met manufacturing criteria prior to release. All pertinent information available to the manufacturer has been submitted. Placeholder.

Event description:
It was reported that during the implantation of lens into patient¿s left eye, surgeon was unable to stabilize lens even with sutures. Lens was removed and replaced with a second lens. Both lenses were implanted into the patient's left eye, during the same procedure on the same day, and were removed due to the same issue. No vitrectomy was performed. The question of incision enlargement was asked but answer was not provided. No patient complications were reported. A replacement lens was not successfully placed to complete the surgery. Patient was referred to a retina specialist for the pursuit of vitrectomy and lensectomy. No further information has been provided. A separate emdr submission will document the second lens used.

Manufacturer narrative:
(B)(4). All pertinent information available to the manufacturer has been submitted. Placeholder.